Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6) 2009. According to the complainant, prior to opening the package, it was noticed that the proximal end of the jaw was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6) 2009 (age, gender and weight unknown). According to the complainant, prior to opening the package, it was noticed that the proximal end of the jaw was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
A visual examination of the returned device found that the unit presented a bent clevis. No abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device failed the loop test since the returned sample did not open completely and exhibited a bent clevis. Complaint confirmed since the unit returned presented a bent clevis and failed the v gage test. Most probable root causes of this failure considering sample returned condition (clevis bent) is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).